Event description:
A small bowel capsule study was being done on a patient. When the study was reviewed, it was noted to have large gaps and went through the small bowel very quickly. After this event, another patient study had the same issue. That patient also had capsules from the same lot number. The manufacturer response is unknown.